Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was positioned in the ventricle and the helix was extended, high thresholds were observed. It was decided to reposition the lead, however the rv lead helix would no longer extend. A replacement rv lead was chosen and implant. It was also reported that while attempting to implant an left ventricular (lv) lead, the lv lead became stuck on the guidewire and would not advance any further. A replacement lv lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The low voltage 4 conductor was extrinsically pulled/stretched. The low voltage 3 conductor was distorted due to pulling/stretching. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the guide wire was not returned. The guide wire test could not be performed due to the distorted conductors at 72.4 cm. If information is provided in the future, a supplemental report will be issued.